Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke, weakness and neurological event are known potential adverse events as listed in the electronic instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during the stent implantation in the left internal carotid artery, the patient experienced right hemiparesis and dysarthria for 3-5 minutes upon inflation of the balloon. After the procedure the patient had right lower exremity weakness. Computed tomography (CT) revealed a left cerebellar hemishperic infarction. The patient was discharged to another hospital with a diagnosis of cerebrovascular accident. No additional information was provided.